Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. Date of event: unknown. This report is for one unknown cortex screw. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. Implant date, concomitant medical products (therapy date): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision and hardware removal surgery for femoral non-union on (B)(6) 2016. It is unknown when the patient was initially implanted or when the non-union was discovered. One 4.5mm broad lcp plate, six (6) cortex screws and three cables were removed. Five (5) of the cortex screws were removed intact; however, one (1) of the cortex screws was found to be broken. This screw had broken postoperatively on an unknown date. The surgeon decided to leave the broken cortex screw shaft in the patient's bone. There was no delay in surgery. The patient was re-plated with new synthes devices. The surgery was successfully completed. This report is for one unknown cortex screw. This report is 1 of 1 for (B)(4).